Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited oversensing. Programming changes were suggested but no intervention was reported. Patient status was not provided.